Manufacturer narrative:
This report is submitted on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced headaches and poor performance with the device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device.

Manufacturer narrative:
Correction: report 6000034-2016-02513 was filed inadvertently and is a duplicate. Any further information will be provided with report number 6000034-2016-01757.